Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient representative reported left side ¿increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, past and future medical expenses, and suffering from explantation," inflammation, and accumulation of foreign and adulterated silicone particles. Additionally patient representative reported cellular damage, and subcellular damage not related to the device. The device has been explanted.